Manufacturer narrative:
Upon receipt, this device was thoroughly inspected and analyzed. A longevity calculation was completed and it was confirmed that the device met longevity expectations. Device memory was reviewed and no error codes were noted. It was confirmed that the device was in ddd mode, and review of lifetime sense and pace counts revealed high atrial rates. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.

Event description:
It was reported that the device battery was suspected to be depleting prematurely. Subsequently, the patient underwent a revision procedure, and this pacemaker was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Event description:
It was reported that the device battery was suspected to be depleting prematurely. Subsequently, the patient underwent a revision procedure, and this pacemaker was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.